Manufacturer narrative:
Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The device has not been previously sent into service for the reported condition of failure code 810:11. (B)(4).

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 810:11 occurred during delivery, causing an interruption of delivery. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. This device utilizes user interface module master software version 6.13.90 categorized as remediated.

Manufacturer narrative:
The condition of failure code 810:11 was confirmed through evaluation. The reported condition is due to the ail pcb (air-in-line printed circuit board) being out of calibration. The ail pcb (air-in-line printed circuit board) was recalibrated. A follow-up report will be submitted if additional information becomes available. (B)(4).